Event description:
It was reported there was a red alert transmission for an lia (lead integrity alert) tripped. There were 3 nonsustained tachycardias with average rates of 286, 316, and 333 beats per minute. The current egm is showing no rhythm, but apparent ventricular oversensing. There is no right ventricular egm to see if sensing is appropriate, "though there are no a or lv complexes." The nurse speculated that the patient died, she had been very sick with cancer and was possibly on hospice. Follow up revealed the patient did not want her device turned off and the alert sounded "because the patient died." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.